Manufacturer narrative:
Appropriate code updated/corrected.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information in relation to a dream station 2 CPAP device. The manufacturer received voluntary medwatch (mw5148726). The patient has alleged breathing issues, coughing and runny nose. Medical intervention was not specified. There was no report of serious or permanent patient harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information in relation to a dream station 2 CPAP device. The manufacturer received voluntary medwatch (mw5148726). The patient has alleged breathing issues, coughing and runny nose. Medical intervention was not specified. There was no report of serious or permanent patient harm or injury. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.